Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), arthralgia ("hip pain"), pain in extremity ("feet pain"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), headache ("headaches") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy and salpingo-oophorectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, alopecia, arthralgia, pain in extremity, dysgeusia, vaginal infection, rash, pruritus, fatigue, headache and weight fluctuation outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, alopecia, arthralgia, pain in extremity, dysgeusia, vaginal infection, rash, pruritus, fatigue, headache and weight fluctuation to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A hysterectomy and salpingo-oophorectomy was performed to remove micro-inserts around 5 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ irradiated to pelvic"), dysmenorrhoea ("severe abnormal menstruation pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), dyspareunia ("pain during intercourse") and genital haemorrhage ("abnormal heavy bleeding") in a 27-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: contraceptive pills until (B)(6) 2011, cefazolin 2mg until (B)(6) 2011, heparin 50100units until (B)(6) 2011, enoxaparin 400mg until (B)(6) 2011 and clindamycin 900mg until (B)(6) 2011. Concurrent conditions included obesity. Concomitant products included cefazolin since (B)(6) 2016, clindamycin, enoxaparin, heparin, ibuprofen from (B)(6) 2011 to (B)(6) 2016, lidocaine since (B)(6) 2016, oral contraceptive nos and procet (acetaminophen w/hydrocodone) since (B)(6)2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe left lower abdominal pain"), alopecia ("hair loss"), rash ("rashes"), headache ("headaches"), weight fluctuation ("weight fluctuation/ weight gain"), menorrhagia ("abnormal bleeding (menorrhagia)"), chills ("chills") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with salpingitis and ovarian abscess, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), pain in extremity ("feet pain"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), migraine ("migraines"), pollakiuria ("urinary frequency"), paraesthesia ("tingling in hands and feet"), constipation ("constipation"), decreased appetite ("decreased appetite") and inflammation ("inflammation"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet), surgery (total laparoscopic hysterectomy/bilateral salpingectomy/left oophorectomy) and surgery (lysis adhesion/cyst oscopy/enterolysis and freeing the colon from the ovary). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and alopecia was resolving, the pelvic inflammatory disease, abdominal pain, back pain, arthralgia, pain in extremity, dysgeusia, vaginal infection, rash, pruritus, fatigue, headache, menorrhagia, uterine leiomyoma, chills, pollakiuria, paraesthesia, constipation, decreased appetite, inflammation and vaginal haemorrhage outcome was unknown and the dyspareunia, genital haemorrhage, weight fluctuation and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, chills, constipation, decreased appetite, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, rash, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: 1 coil was then visualized after placement, 03 coils were visualized outside of the ostium. Stable in recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016 : ultrasound type: transvaginal us, non-ob transvaginal. Diagnosis: pelvic and perineal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic inflammatory disease, inflammation and rash. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, indication female sterilization was updated. Events: vaginal haemorrhage added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ irradiated to pelvic"), dysmenorrhoea ("severe abnormal menstruation pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), dyspareunia ("pain during intercourse") and genital haemorrhage ("abnormal heavy bleeding") in a 27-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: contraceptive pills until (B)(6) 2011, cefazolin 2mg until (B)(6) 2011, heparin 50-100 units until (B)(6) 2011, enoxaparin 400mg until (B)(6) 2011 and clindamycin 900mg until (B)(6) 2011. Concurrent conditions included obesity. Concomitant products included cefazolin since (B)(6) 2016, clindamycin, enoxaparin, heparin, ibuprofen from (B)(6) 2011 to (B)(6) 2016, lidocaine since (B)(6) 2016, oral contraceptive nos and procet (acetaminophen w/hydrocodone) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe left lower abdominal pain"), alopecia ("hair loss"), rash ("rashes"), headache ("headaches"), weight fluctuation ("weight fluctuation/ weight gain"), menorrhagia ("abnormal bleeding (menorrhagia)"), chills ("chills") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with salpingitis and ovarian abscess, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), pain in extremity ("feet pain"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), migraine ("migraines"), pollakiuria ("urinary frequency"), paraesthesia ("tingling in hands and feet"), constipation ("constipation"), decreased appetite ("decreased appetite") and inflammation ("inflammation"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet), surgery (total laparoscopic hysterectomy/bilateral salpingectomy/left oophorectomy) and surgery (lysis adhesion/cyst oscopy/enterolysis and freeing the colon from the ovary). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and alopecia was resolving, the pelvic inflammatory disease, abdominal pain, back pain, arthralgia, pain in extremity, dysgeusia, vaginal infection, rash, pruritus, fatigue, headache, menorrhagia, uterine leiomyoma, chills, pollakiuria, paraesthesia, constipation, decreased appetite, inflammation and vaginal haemorrhage outcome was unknown and the dyspareunia, genital haemorrhage, weight fluctuation and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, chills, constipation, decreased appetite, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, rash, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: 1 coil was then visualized after placement, 03 coils were visualized outside of the ostium. Stable in recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016: ultrasound type: transvaginal us, non-ob transvaginal. Diagnosis: pelvic and perineal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic inflammatory disease, inflammation and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ irradiated to pelvic"), genital haemorrhage ("abnormal heavy bleeding"), pelvic inflammatory disease ("pelvic inflammatory disease"), dysmenorrhoea ("severe abnormal menstruation pain"), dyspareunia ("pain during intercourse") and uterine leiomyoma ("uterine fibroids") in a 27-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: contraceptive pills until (B)(6) 2011, cefazolin 2mg until (B)(6) 2011, heparin 50100units until (B)(6) 2011, enoxaparin 400mg until (B)(6) 2011 and clindamycin 900mg until (B)(6) 2011. Concurrent conditions included obesity. Concomitant products included cefazolin since (B)(6) 2016, ibuprofen from (B)(6) 2011 to (B)(6) 2016, lidocaine since (B)(6) 2016, oral contraceptive nos and procet (acetaminophen w/hydrocodone) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe left lower abdominal pain"), alopecia ("hair loss"), rash ("rashes"), headache ("headaches"), weight fluctuation ("weight fluctuation"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ") and chills ("chills"). On (B)(6) 2011, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant) with salpingitis and ovarian abscess, abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), pain in extremity ("feet pain"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), migraine ("migraines "), pollakiuria ("urinary frequency"), paraesthesia ("tingling in hands and feet"), constipation ("constipation") and decreased appetite ("decreased appetite"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet), surgery (total laparoscopic hysterectomy/bilateral salpingectomy/left oophorectomy on (B)(6) 2016), surgery (hysterectomy done.), surgery (lysis adhesion/cyst oscopy/enterolysis and freeing the colon from the ovary), surgery (bilateral salpingectomy, removal of essure coils, fluoroscopy, oophorectomy (one side removal)) and surgery (extensive lysis of adhesions and cystoscopy,hysterctomy, salpingectomy,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, pelvic inflammatory disease, dysmenorrhoea, abdominal pain, back pain, dyspareunia, alopecia, arthralgia, pain in extremity, dysgeusia, vaginal infection, rash, pruritus, fatigue, headache, weight fluctuation, menorrhagia, migraine, uterine leiomyoma, chills, pollakiuria, paraesthesia, constipation and decreased appetite outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, chills, constipation, decreased appetite, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, rash, uterine leiomyoma, vaginal infection and weight fluctuation to be related to essure. The reporter commented: 1 coil was then visualized after placement, 03 coils were visualized outside of the ostium. Stable in recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016 : ultrasound type: transvaginal us, non-ob transvaginal. Diagnosis: pelvic and perineal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic inflammatory disease. Quality-safety evaluation of ptc: ptc global number: 2017-001239 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information were provided: patient demographic details; essure insertion date was updated from (B)(6) 2011 to (B)(6) 2011 and lot number 50500535 provided; abnormal bleeding (vaginal, menorrhagia), migraines, uterine fibroids, chills, urinary frequency, tingling in hands and feet, constipation, decreased appetite, essure confirmation test not performed were added as event, abdominal pain and pelvic pain outcome was changed to recovering. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: follow up 2 and 3 processed together, medical records received : reporter information updated and event pelvic inflammatory disease (salpingitis and ovarian abscess) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ irradiated to pelvic"), genital haemorrhage ("abnormal heavy bleeding"), pelvic inflammatory disease ("pelvic inflammatory disease"), dysmenorrhoea ("severe abnormal menstruation pain"), dyspareunia ("pain during intercourse") and uterine leiomyoma ("uterine fibroids") in a 27-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: contraceptive pills until (B)(6) 2011, cefazolin 2mg until (B)(6) 2011, heparin 50100 units until (B)(6) 2011, enoxaparin 400mg until (B)(6) 2011 and clindamycin 900mg until (B)(6) 2011. Concurrent conditions included obesity. Concomitant products included cefazolin since (B)(6) 2016, ibuprofen from (B)(6) 2011 to (B)(6) 2016, lidocaine since (B)(6) 2016, oral contraceptive nos and procet (acetaminophen w/hydrocodone) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe left lower abdominal pain"), alopecia ("hair loss"), rash ("rashes"), headache ("headaches"), weight fluctuation ("weight fluctuation"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ") and chills ("chills"). On (B)(6) 2011, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant) with salpingitis and ovarian abscess, abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), pain in extremity ("feet pain"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), migraine ("migraines "), pollakiuria ("urinary frequency"), paraesthesia ("tingling in hands and feet"), constipation ("constipation"), decreased appetite ("decreased appetite") and inflammation ("inflammation"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet), surgery (total laparoscopic hysterectomy/bilateral salpingectomy/left oophorectomy on (B)(6) 2016), surgery (hysterectomy done.), surgery (lysis adhesion/cyst oscopy/enterolysis and freeing the colon from the ovary), surgery (bilateral salpingectomy, removal of essure coils, fluoroscopy, oophorectomy (one side removal)) and surgery (extensive lysis of adhesions and cystoscopy,hysterctomy, salpingectomy,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, pelvic inflammatory disease, dysmenorrhoea, abdominal pain, back pain, dyspareunia, alopecia, arthralgia, pain in extremity, dysgeusia, vaginal infection, rash, pruritus, fatigue, headache, weight fluctuation, menorrhagia, migraine, uterine leiomyoma, chills, pollakiuria, paraesthesia, constipation, decreased appetite and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, chills, constipation, decreased appetite, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, rash, uterine leiomyoma, vaginal infection and weight fluctuation to be related to essure. The reporter commented: 1 coil was then visualized after placement, 03 coils were visualized outside of the ostium. Stable in recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016 : ultrasound type: transvaginal us, non-ob transvaginal. Diagnosis: pelvic and perineal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic inflammatory disease, inflammation and rash. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case - new event "inflammation" was added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A hysterectomy and salpingo-oophorectomy was performed to remove micro-inserts around 5 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.